Event description:
It was reported that patient was not able to adjust stimulation. The display was showing 'call your doctor' icon. There was a 574 code (code meaning: implantable neurostimulator was not properly initialized by the 8840). The display was showing 'in the box' icon. The representative was going to meet with the patient on the date of this report to clear and resolve 574 error code. This was the first occurrence for the patient. The code wiped out the programs on neurostimulator. Patient had not been seen approximately 2 weeks since initial programming. No other programming with clinician programmer had been done. It was later reported that impedance measurements were performed and all within normal range. Reprogramming was performed to previous setting and good stimulation was obtained. Patient was doing well and had good stimulation.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).